Manufacturer narrative:
The customer worked, with the technical support representative. The defibrillator paddle has rust. The customer paddle was fixed by removing the rust. No further action at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an unknown button issue. There was no patient involvement.